Event description:
Dealer states "the pivot links broke." Warranty (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1125104 rev e (may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that both pivot links, located under the seat, allegedly broke. The consumer's family went to place him in his prox4s manual wheelchair when they noticed that the chair would open too far. Upon looking underneath the chair they noticed that the pivot links, which holds the wheelchair together, were broken. The wheelchair is in the dealer's warehouse awaiting for replacement parts for the repair. Replacement parts were sent out on warranty order (B)(4). No injury alleged.